Event description:
Additional information received indicate the patient underwent a surgical procedure for a lead revision on (B)(6) 2021, wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer report number: 3006705815-2021-03974, 3006705815-2021-03976. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Diagnostics confirmed low impedance on patient's leads. Surgery may occur later to address the issue.